Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The issues were attributed to the failure of the printed-circuit board. As it has been six (6) years and three (3) months since the device was manufactured, it was likely the failure of the printed-circuit board was due to aging.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that during a procedure, the high definition liquid crystal display (lcd) monitor intermittently lost the image and the menu failed to pop-up. No patient harm reported.